Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were telemetry errors and nominal settings were inadvertently programmed to the device. Two days later the patient returned for a follow-up and the nominal settings were discovered. The device was reprogrammed and the patient was hospitalized and monitored. An ablation procedure was anticipated. Further information was requested but not received.